Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 562 mg/dl. The customer's most current level was 248 mg/dl. The customer was treated for the highs at the hospital with IV drip and shot. The customer declined to troubleshoot for the highs at this time. The customer was advised to change entire set, reservoir and insulin. The customer was advised to monitor the device.